Manufacturer narrative:
Other relevant device(s) are: sg-64; s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, heli-fx applier and endoanchors were used in the endovascular treatment of stent graft migration and a type ia endoleak for a ruptured 58mm abdominal aortic aneurysm in the patient. The aortic neck length was 4.7 mm. The patient had initial endograft repair approximately 5 years earlier with an unknown manufacturers device. Another manufacturer aortic cuff was also implanted on the same day as the endoanchors as part of the anticipated treatment plan. It was reported that a total of 8 endoanchors were implanted with 4 between the main body and proximal neck and 4 between the aortic cuff and aortic neck. It was reported that the patient expired approximately 6 months post procedure and the relationship to device or procedure is not determined. It was reported that the cause of death was closely related to septic shock, which was caused by a perforated colon. No additional clinical sequelae were reported.